Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occluder dilatation balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon could not be inflated due to a hole. It looked like there was a cut or a tear in it. The procedure was completed without inflating the balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.